Event description:
It was reported by the patient that when the patient takes a bath and puts their head under the water their heart rate increases and decreases and the patient hears their heart "skip a beat" for "several beats at a time". The patient noted that the rate gets "stuck in that mode" until after they exit the bathtub. Follow up information was attempted to be obtained from the physician, however, it was not available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.